Manufacturer narrative:
(B)(4).

Event description:
It was reported that review of merlin.net transmission revealed episodes of atrial tachycardia and atrial fibrillation. Episodes showed short run of non-sustained ventricular tachycardia (vt) with retrograded p-waves. Far-r signal was observed during the non-sustained vt. The patient was not in the office and was asymptomatic. Programming changes were recommended.